Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and low blood glucose event. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error and the blood glucose reading was running low in the 40's mg/dl. Customer was disconnected from the insulin pump and blood glucose reading went up to 150 mg/dl a few hours after. No low blood glucose troubleshooting was performed. The customer¿s parent stated that the drive support cap was flush. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Device received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker, cracked battery tube thread and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.